Event description:
It was reported that pump experienced malfunction alarm after customer participated in softball tournament where customer needed to slide on floor. There was no reported adverse impact to the customer¿s blood glucose level. Customer was unable to use mobile app due to broken phone screen, and cts provided instructions to attempt reset. Customer will rely on multiple daily injections and as backup therapy while replacement pump with updated software was shipped.